Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified concentration of doxorubicin, at an unspecified rate, via a gemstar pump. After an unspecified length of time, it was reported that an unspecified volume of solution leaked from an unspecified location on the filter and came in contact with the pt¿s skin. It was reported that the homecare pt washed their skin with soap and water. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The info on reprocessing of the device was requested; however, no response has been received. This report represents all the info known by the reporter upon query by hospira personnel.